Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss greater than an hour was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. The reported event of an unknown duration of signal loss is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.